Manufacturer narrative:
Based on the information provided, there was no report or allegation from the customer of a deficiency of the da vinci system or components. Therefore, there are no products expected for return to isi for failure analysis evaluation. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: the patient underwent a re-operation ileostomy following a robotic-assisted left hemi colectomy. The patient's post-operative anastomotic leakage and subsequent ileostomy originated from a staple line performed using another manufacturer's circular stapler used during the robotic assisted procedure. The specific causal relationship between the reported anastomotic leak and the isi device used during the procedure is not known. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that a patient underwent a robotically assisted left hemicolectomy. There were no reported adverse events of system malfunctions during the procedure. The patient developed a post-operative anastomotic leak. The patient was administered antibiotics and subsequently underwent a ¿re-operation ileostomy.¿ there was no reported infection, and the patient was discharged. The surgeon or site believes that ¿cdh staple gun, or anastomosis tension¿ is the cause of the post-operative complication. The cdh staple gun is a third-party device not manufactured or supplied by intuitive surgical inc (isi). On 09-apr-2021, isi obtained the following additional information from an isi clinical sales manager (csm), who spoke directly with the surgeon, regarding the reported event: the surgeon could not be sure on the cause of the leak, i.e. Tension or the circular stapler. They were confident that the robotic stapler was not the cause of the leak.